Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the leak was not on the tip as described; however, a leakage was found on the bending section cover and the channel tube. The device evaluation found that the acoustic lens was chipped. Additional findings include the following: the up / down knob could not be locked securely due to wear of the forceps elevator lever, the forceps elevator lever had a scratch, the scope cover was deformed, water tightness was lost due to a pinhole on the bending section cover / the channel tube, the distal end had a scratch, the light guide lens had a crack, the bending section cover had a cut, the adhesive on the bending section cover had a chip / had wear, the bending angle in the up / down / right / left direction did not meet the standard value due to wear of the angle wire, the up / down / right / left knob were out of standard value due to wear of the angle wire, the channel tube had a scratch, and the ultrasonic probe was loose. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a leak 4 - 5 cm from the tip. Inspection and testing of the returned device found that the acoustic lens was chipped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.